Event description:
It was reported that the system 9800 had a precharge error leaving the system non-operational. There was no adverse pt involvement reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The batteries, filament driver board, and cap power module were replaced. The system was tested and found to be working as intended and placed back into service.